Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling and did not alarm while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the graphical user interface (gui) and backlight inverter pcb's. Covidien was not able to duplicate the no alarm issue. The ventilator passed all testing.